Event description:
It was reported that the pump alarmed for downstream occlusion. There was no reported patient harm.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H3: one device was returned for analysis. The event history log (ehl) was reviewed. Functional and visual tests were performed, but the reported issue was not duplicated. However, visual inspection found the downstream occlusion sensor (dso) seal was delaminated. The dso seal was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.